Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 575 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports having a communication error during operation. The patient applied a new pod prior to going to the hospital. The patient was released from the hospital the following day. As a result of this event the patient was given fast acting insulin by their doctor as well as a pen to be used for meals. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.